Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check performed in 2008 passed. No instrument issues were noted an customer did not question other patient results. The customers collects plasma specimens in heparin tubes and centrifuges samples at 3,000 rpm for 10 minutes. The sample was not hemolyzed, icteric, or lipemic. The sample was also tested by a different method for troponin and a negative result was obtained. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a major preventive maintenance (pm) to the instrument. Per the fse, the instrument was due for a minor pm. The fse conducted a precision and diagnostic testing and all results met specifications. In a follow up with the customer, they had not had any further issues in regards to this event to date. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accu tni) results generated by the access 2 instrument for one patient. A patient sample was tested for accu tni and a result of 1.16ng/ml was obtained. The original sample was retested for accu tni and repeated results were: 4.21ng/ml and 0.11ng/ml. The erroneous results were not reported out of the lab. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.